Manufacturer narrative:
Due to indication of device reportedly breaking during surgery, even though no injuries occurred and surgery was not delayed, it was determined that this occurrence should be reported to the FDA.

Event description:
The customer reported that the device "broke during surgery". Upon follow-up with the customer, it was reported that the cannula broke off inside the patient's right thigh; however, the doctor was able to get the broken cannula out during the same surgery. A back-up cannula was used to complete the surgery and there was no delay in surgery.